Manufacturer narrative:
We were unable to search the device history record as a lot number was not provided. No sample was returned to kimberly-clark for review. The directions for use warning states "take care not to advance the puncture needle too deeply in order to avoid puncturing the posterior gastric wall." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating anchors in the ppk going through the anterior and posterior wall of the stomach during insertion. (B)(6). Incident occurred (B)(6) 2009 and was reported to the FDA (B)(4). Patient sustained tissue damage and required hospitalization. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).